Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to dust on the scope detection sensor. In addition, the device evaluation found error code e300 was displayed due to dust inside the unit. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii xenon light source front panel light-emitting diode was blinking. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that front panel light-emitting diode is blinking due to dust on scope detection sensor. Olympus will continue to monitor field performance for this device.